Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No patient symptoms were reported. The lead was explanted. The patient was noted to be in good condition following the procedure.